Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Expected end of device life.

Event description:
It was reported that after an MRI exam the patient stopped feeling paresthesia. Interrogation of the implantable neurostimulator showed an empty battery. The battery was replaced and effective therapy was achieved once again.

Manufacturer narrative:
(B)(4).